Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the nozzle units were determined defective and replaced which solved the issue. No log files were provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).